Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that insulin pump had keypad was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump was not exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button and all keys worked intermittently. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that button was not unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at all buttons and isolated to the pump casing and keypad. Unable to perform the displacement test and self test due to unresponsive keypad.